Event description:
Event description cpi received information that an open lead indicator was displayed during the attempted implant of this implantable cardioverter defibrillator (ICD). The physician elected to cap the chronic lead system and use a different device.